Manufacturer narrative:
H3 analysis: the analysis revealed a smaller tear and/or cut in the fright cusp lunula between two sitations toward the left right commissure. It is consistent in appearance with a leaflet that has been punctured by a sharp instrument. Conclusion: leaflet torn at implant.

Event description:
During implantation he discovered a small hole in one of cusps. He therefore replaced it with a hancock valve. The hosp is sure that they did not make the hole. The valve is being returned for analysis.